Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The reported problem could not be duplicated. The device operated as intended but error code 46822 was found in the event history log. The cause of the problem was not established. The error code was cleared, and standard preventative maintenance was performed.

Event description:
It was reported that there was a last error code 46822. There was no patient involvement, and no patient harm/adverse event reported.